Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26 due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Ultimately, it was determined that a blockage in the cartridge caused the issue, and the customer changed supplies and resumed insulin therapy.